Manufacturer narrative:
Although the customer reported five pump modules to be affected, only four pump module motor control boards wrapped in non esd packaging were received for evaluation. The four boards were individually assembled into a test pump module and all failed to be detected by the pcu, thus confirming the reported issue. Further investigation identified that the motor control board fuse f1 (750ma) was ruptured on all four boards, removing power from the module by opening the main +8 volt dc power line. A new fuse was fitted and all four boards powered up failure free. This issue was reported to the manufacturing site; they have also received reports for this issue and their investigations concluded that a failure of the motor control board filter capacitor (c3) on the +15 volt switching power supply line resulted in fuse f1 rupturing as soon as motor motion was initiated and the +15 volt supply is turned on. Capacitor c3 is a tantalum capacitor which has self healing properties, which means that if a short appears in the capacitor there is the possibility that it will self-heal. The manufacturing site are currently reviewing implementing an alternative to the tantalum c3 capacitor to prevent reports of this nature in future. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for any of these pump modules. A review of the device service history identified that no bd service activities had been performed / recorded since the delivery of the pump modules to the customer during may-2019. This investigation has confirmed the reported feedback which has been attributed to a component failure which is currently being further investigated by the manufacturing site. A review of the customer feedback database capturing complaints outside the us indicates that this is a rare occurrence, however bd continues to monitor all complaints to ensure that a trend is not appearing. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
The reported feedback suggested that there was an issue with the motor controller board on pump modules installed in august of 2019. There were 626 pump modules installed at that time. There was no error message displayed, however the devices would not turn on and "did not detect the module." There was no patient involvement.

Manufacturer narrative:
Although the customer reported five pump modules to be affected, only four pump module motor control boards wrapped in non esd packaging were received for evaluation. The four boards were individually assembled into a test pump module and all failed to be detected by the pcu, thus confirming the reported issue. Further investigation identified that the motor control board fuse f1 (750ma) was ruptured on all four boards, removing power from the module by opening the main +8 volt dc power line. A new fuse was fitted and all four boards powered up failure free. This issue was reported to the manufacturing site; they have also received reports for this issue and their investigations concluded that a failure of the motor control board filter capacitor (c3) on the +15 volt switching power supply line resulted in fuse f1 rupturing as soon as motor motion was initiated and the +15 volt supply is turned on. Capacitor c3 is a tantalum capacitor which has self healing properties, which means that if a short appears in the capacitor there is the possibility that it will self-heal. The manufacturing site are currently reviewing implementing an alternative to the tantalum c3 capacitor to prevent reports of this nature in future. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for any of these pump modules. A review of the device service history identified that no bd service activities had been performed / recorded since the delivery of the pump modules to the customer during may-2019. This investigation has confirmed the reported feedback which has been attributed to a component failure which is currently being further investigated by the manufacturing site. A review of the customer feedback database capturing complaints outside the us indicates that this is a rare occurrence, however bd continues to monitor all complaints to ensure that a trend is not appearing. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
The reported feedback suggested that there was an issue with the motor controller board on pump modules installed in august of 2019. There were 626 pump modules installed at that time. There was no error message displayed, however the devices would not turn on and "did not detect the module." There was no patient involvement.